Manufacturer narrative:
The customer¿s report of a cracked connection port was confirmed. Visual inspection showed that the spin lock had multiple cracks and crazing throughout. Additional investigation by the component manufacturer concluded that the damage was consistent with chemical stress. The root cause of the failure was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
On product arrival the customer provided a note that stated that the tubing change was done on a saturday at approximately 12:30 and on sunday morning the main hub was noted to be cracked.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the connection port cracked when disconnecting it from the patient. One of the nurses stated that she is noticing the ports are cracking mostly when they use the tpn tubing. There was no report of patient harm.